Event description:
The customer reported via phone that the insulin pump had a no delivery alarm. Customer stated that they did not change anything and have received a no delivery alarm the last 2 times. Customer does not want to return the set or reservoir for analysis. Customer stated that their blood glucose was 500 mg/dl last night and he treated with the pump. Customer was advised to call when the alarm occurs in order troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.